Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and unexpected error test due to motor error alarms. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test and self- test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. Unable to confirm alarm due to overwritten history file. The insulin pump was received with cracked reservoir tube lip and cracked case near display window corners noted. The drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor position encoder error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they walked into the MRI and the pump went into rewind. The customer was unable to describe the possible damage to the drive support cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.